Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by tandem technical support and there was a blockage in the cartridge. On going trouble shooting resulted in the pump being replaced. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and would also reach out to their hcp to obtain a backup method of insulin therapy if needed.